Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the programmer was unable to power up and was not working right. The patient stated the patient programmer needed batteries but he did not have batteries. The patient tried some batteries from a flashlight that worked in the flashlight but the patient programmer would not power on using those batteries. During the call the caller replaced the batteries and the patient programmer was able to power on. The caller saw the "sync now" screen and stated the screen remained unchanged when they tried to sync the patient programmer with the ins. The caller stated when they tried to press the white circle button to turn off the patient programmer screen, the screen was frozen/would not power down. The caller reinserted the batteries in the patient programmer but the screen would not progress past the "sync now" screen. It was reported there was no telemetry with or without the antenna. The caller stated the patient programmer had not gotten wet or dropped. No out of box failure was reported. The patient programmer was replaced. Follow-up information was received from the patient on (B)(6) 2018 reporting that syncing did not tell anything off of any machine. No patient symptoms were reported. No further patient complications have been reported as a result of this event.